Event description:
The customer reported a horn failure. . The display of the intellivue multi measurement server x2 showed a speaker malfunction and no sound was coming from the device. No adverse event involving a patient or user was reported.